Event description:
It was reported that the patient's device had overdischarged 3 times with symptoms of loss of stimulation. The reporter indicated that the patient had right thumb amputation but the implantable neurostimulator (ins) was implanted in the right hip. As such, it was very difficult for the patient to recharge the device. It was noted that the patient was scheduled for an ins replacement on (B)(6) 2013 and the pocket was going to be moved to the left abdomen for ease of use. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information received reported that the revision had been rescheduled for (B)(6) 2013. Five days later, it was reported that the revision was performed. It was noted that the stimulator pocket was moved to the left side of the patient. It was further noted that the patient received great stimulation after the revision.

Manufacturer narrative:
(B)(4).